Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decline in hearing performance was observed by the patient's guardians in (B)(6) 2015. There was no trauma or accident reported. In situ measurements showed 4 channels involved in a short circuit and 5 channels with high impedances. The patient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found, even though no such causal event, like an accident is mentioned. This is a final report.

Event description:
A decline is hearing performance was observed by the patient's guardians in (B)(6) 2015. There was no trauma or accident reported. In-situ measurements showed 4 channels involved in a short circuit and 5 channels with high impedances. The patient has been re-implanted.